Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/26100475. This device is used for treatment. No devices or photos were received; therefore the condition of the components is unknown. The part numbers and lot numbers are unknown; therefore, the device history records could not be reviewed. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that a patient who received zimmer nexgen lps flex knee after uni revision required an additional surgical procedure due to an acute hematoma 1 month post-operatively. No product was revised.